Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. During functional testing, the reported user advisory 41 (patient temperature sensor failure) could not be duplicated. Compression testing was performed with a test mannequin for 40 minutes and no user advisories or warnings were observed. No mechanical issues were identified during evaluation that may have caused or contributed to the reported ua 41 code. The autopulse platform is designed to display a ua 41 message when the platform is being used in temperature conditions that are outside of the intended range. A review of the archive was not performed as part of the investigation, as the platform functioned as intended. The platform did not exhibit a ua41 during functional testing, at which time it was being tested under conditions within the intended operating temperature range. Evaluation of the platform, with a test mannequin, identified that the temperature sensor probes were functioning as intended. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying a ua 41 code could not be confirmed. The platform was functionally tested and performed as intended. No mechanical issues were identified during evaluation that may have caused or contributed to the reported ua 41 code. Following service, the platform passed all test criteria.

Event description:
Additional information was received from a zoll customer support technician who indicated that this incident occurred during a weekly check.